Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. The capsule fell off in the pt's mouth and foreign body equipment was used to remove it. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. It appears that the capsule did not deploy properly. The device was returned missing the capsule. The foam gasket where the capsule had blood on it and the plunger had been fully depressed and retracted.